Manufacturer narrative:
Product ID: 5054-58 lead, implanted: (B)(6) 2005; product ID : a2dr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed undersensing of the right atrial (ra) lead during atrial arrhythmia episodes. It was noted that the undersensing caused the episodes to show as falsely terminated. The lead remains in use. No patient complications have been reported as a result of this event.